Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the issues that led to the explant on (B)(6) 2017 was complaints of pain and numbness in the legs, noted to be radicular in nature, which were only present with the system. They were unsure what caused these issues, but the symptoms were resolved.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient¿s device was explanted due to device failure or malfunction; a medical professional alleged a deficiency in the device performance. No further complications were reported or are anticipated.